Event description:
Customer reported having difficulty priming the tubing. The tubing acts as if there is an "air lock" and then it suddenly flows. The customer tried inverting and tapping the check valve and regulator. The reported condition occurred while infusing ertapenem to a patient. The customer did not squeeze the bag to initiate flow per label copy. The area or component associated with the no flow was the entire tubing. The drip chamber was not flooded or full. There was no patient injury or medical intervention associated with this report. The was a small delay in patient therapy. No additional information was provided.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition of no flow was not confirmed or duplicated and an assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. Should additional information become available; a follow up medwatch will be submitted. (B)(4).